Event description:
PICC line was to be placed by competent rn. Ultrasound was used to assess for venous access. Left basilic vein seen and selected. Sterile procedure used to prepare line placement. When basilic vein was found, needle was used to access for blood return. Needle wire obtained from power PICC package was used. When inserted through needle, needle wire advanced only half way, then rn was unable to advance any further. As the rn gently pulled needle wire back, he felt resistance. He slowly pulled wire a bit more and noticed that the wire was coming unwound. He stopped and called for an x-ray. Part of the wire 2-3 cm, still remained in the patient while the rest of the wire was out. Once medical doctor reviewed the x-ray films, medical doctor requested rn to pull the rest of the wire out. When rn tried to pull the rest of the wire, the wire broke and a small piece of wire stayed in the patient. Diagnosis or reason for use: PICC line for medication administration.